Event description:
It was reported that this pacemaker was part of system revision due to pocket erosion and infection. Reportedly, the patient scratched at the pocket, made a small opening and then applied gauze over the pocket. When the gauze was removed, the pacemaker's header was found to be almost entirely outside of the pocket, surrounded by infectious fluids. No additional adverse patient effects were reported. This pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.